Manufacturer narrative:
The reported device (pn 200027 sn (B)(6)), used in treatment, was returned for investigation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could be determined. Visual and functional evaluation confirmed the reported issue. The camera event log indicates multiple illuminator faults between 8/4/2020 and 2/17/2021. The illuminator leds on the camera can go bad over time with use and cause floating "dead zones" in the camera view. This problem is physical in nature in the camera only and it needs to be serviced. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a machine setup for a navio procedure, it was found that the amber led was active and the error "camera infrared lamp is not working properly. This may result in a limited field of view" popped up. No patient was involved at the moment. No other complications were reported.